Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4), batch/lot # 156712009, mfg date 12/02/2016, exp date 11/19/2021. Balloon: (B)(4), batch/lot # 153096007, mfg date 11/01/2016, exp date 10/13/2021.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss. A new device will be implanted at a later date.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss. A new device will be implanted at a later date.

Manufacturer narrative:
Suspect medical device, device manufacture date: pump gtin # (B)(4); upn# 72400098; batch/lot # 156712009; mfg date 12/02/2016; exp date 11/19/2021. Balloon gtin # (B)(4); upn# 72400024; batch/lot # 153096007; mfg date 11/01/2016; exp date 10/13/2021.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss. A new device will be implanted at a later date.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400098. 156712009. Control pump fgs. Device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400024. 153096007. Balloon fgs 61-70 cm. Device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.